Event description:
During an in-office placement of essure tubal occlusion coils, the device malfunctioned and a portion of the device was retained in the pt's right fallopian tube. The physician was able to remove the trailing coil. The corporate rep has been notified and the event was fully disclosed to the pt. The plan is to take the pt to the operating room for removal of the retained device and completion of the sterilization.